Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via call that the customer had high blood glucose level of 420 mg/dl. Customer was treated with insulin pump. Customer experienced blood glucose level of 370 mg/dl. Customer declined troubleshooting for high blood glucose level. It was unknown whether the customer was using auto mode or not. Customer stated that the had mild infection at site. Customer reported that they did not receive medical treatment as a result of site issue. The insulin pump will not be returned for analysis.